Manufacturer narrative:
Cont. H.6. Health effect- f2201 biopsy, f15 recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "small amounts of fluid". Photo analysis, visual analysis of the photographs identified: rupture: unable to observe. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: white encapsulation was observed on the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV diagnosed via ultrasound and "small amount of fluid". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ wrinkling: not observed. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. ¿ yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV diagnosed via ultrasound and "small amount of fluid". Device has been explanted and replaced with non-allergan device.